Manufacturer narrative:
Date of event: (B)(6). Date of report: 30aug2019. The product support engineer (pse) troubleshot this issue with the customer over the phone. The customer reported that they run the unit on a test lung and no indications or alarms as to a leak. The diagnostic log was reviewed with no indication that the ventilator had a leak. The customer was advised to run a full performance verifications test (pvt) to verify operation and to check with the operators for more specifics on the complaint. The customer reported back that pvt passed and the ventilator was returned back to service. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator had a leak. The ventilator was being used during clinical. There was no patient harm reported as a result of the event.